Event description:
Additional information reported posterior bleb revision surgery performed prior to endophthalmitis. The device was explanted and replaced with another xen®45 gts at the slit lamp.

Manufacturer narrative:
The event of bleb-related issues is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an endophthalmitis in the unknown eye against the xen®45 gts. Device status unknown.

Event description:
Additional information provided: treatment was intravitreal antibiotic injections.